Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (> 400 mg/dl) while wearing the pod between 1 and 4 hours. Symptoms reported include stomach pain as well as weakness in their legs. Once at the hospital the patients parent had removed the pod. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 2 days.